Event description:
It was reported that a patient underwent an unspecified hernia repair procedure on an unknown date in 2014 and mesh was implanted. The patient reported another hernia came back and caused complications with pain. It caused two more hernias and the patient had another surgery in (B)(6) 2023 in which the original hernia mesh was removed. All three hernias have been removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of hernia did you have? Please provide the date of first surgery. Do you know the product code or lot number of the prolene hernia mesh used? When did the first hernia recurrence occur? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Was a new surgery performed to correct your condition? If yes, date and name of the procedure? If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 2210968-2023-02826 is being retracted since it was found to be a duplicate of MFR# 2210968-2023-02717. MFR# 12210968-2023-02717 will be kept for investigation purposes.